Event description:
The new airlife broselow tape 2025 revision 3 contains two errors on the back of the cover page. Under the pre- rsi/rsa neuromuscular blockers section the vecuronium IV/io says 0.1 mg/ml when it should be 0.1 mg/kg. In addition, under toxicology the flumazenil IV/io is listed as 0.1 mg/kg when it should be 0.01 mg/kg. According to correspondence with someone in the msos blog the company claims the vecuronium is not an error, I disagree. They do agree that the flumazenil is an error but have no plans to recall. I believe with both these errors a recall should occur. As a hospital system we have no choice but to either continue to use 2019 versions or have to make corrections on our own. In the attachment I've shown one of our tapes that had to be corrected because they threw all the 2019 versions when this version was released. Circumstances or events have capacity to cause error. (B)(6). Submission ID: (B)(4).